Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient had lost (B)(6) pounds and the ipg is now protruding through the ipg pocket. In addition, the ipg took longest to recharge and the patient was tired of recharging the ipg. The patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced. Therapy has been resumed and the patient is satisfied.